Event description:
Additional information received reported that per the patient¿s health care provider (hcp) the patient was doing much better. They are no longer in the hospital and the infection is healing. The patient is on antibiotics for three more weeks. Their hcp was following the progress of the patient and they are recovering.

Event description:
It was reported that the patient developed an infection that resulted in an explant. Follow-up determined that the patient did not have meningitis. The signs/symptoms of the infection were wound breakdown, leakage, discharge from the wound, and fever. The primary location was from the thoracic site. The culture source was deep thoracic. (B)(6)was the type of organism cultured. Clindamycin was used to treat the infection and the patient was admitted on (B)(6) 2015 to flush the wound and administer a PICC line dispensing ancef. This was going to be kept in for 6 weeks. Further follow-up was performed to determine if the infection had fully resolved. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).